Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom of the device not recognizing the door latch, which was not reproduced. Review of the history log found a single occurrence of a door jammed message. The evaluation experienced a constant load set message at power up caused by a failed lower latch switch, which prevented full recognition of the door state. The lower auxiliary assembly, which contains the lower latch switch, was replaced.

Event description:
It was reported that a spectrum pump "does not recognize door latch." It was also reported there was no patient involvement.